Manufacturer narrative:
Corrected data: corrected data: b1 product problem

Manufacturer narrative:
Device evaluation results: one cadd legacy 1 pump was returned for investigation in used condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem "no disposable alarm" was found in the event log. Visual and functional testing was unable to duplicate the double beep or report of "no disposable". Fluid ingression was found on the pump at chassis base of the downstream occlusion sensor and this fluid ingression was identified as causing the issue with the downstream occlusion sensor. The root cause was determined to be user induced fluid ingression due to improper cleaning of the pump. The downstream alarm sensor was replaced to correct the problem. The device subsequently passed functional/delivery tests.

Event description:
It was reported that during testing a smiths medical pump exhibited a double beep alarm indicating the cassette was not attached properly with cassette attached.